Manufacturer narrative:
Technical assistance center (tac) support engineer communication with the customer advised to terminate the serial digital interface( sdi) video cable to the sdi "in" terminal on the rear of the monitor. Once completed, a video image showed and the issue was resolved. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of no image on the main monitor. The issue found during unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the event was likely caused by the wrong connection with the serial digital interface (sdi) cable. Olympus will continue to monitor field performance for this device.